Event description:
I have had 5 back operations. The first one was to take a tumor off of my spine. No hardware was used, I returned to work and broke my back. I then had rods and screws put in. I was almost to the point of not able to walk and had longer rods and screws put in. Again I was in so much pain I was unable to work and had another operation which the physician found loose screws. On (B)(6) 2012, I underwent another operation which found broken rods and more hardware was placed. My physician said he was sorry and should have extended it before on (B)(6) 2012. I do know of someone who had broken rods replaced in 2012.